Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. This complaint was opened to address a reported event of light sensitivity. Light sensitivity is a known potential consequence of refractive laser surgery . The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist is reporting transient light sensitivity (tls) in a patient one week post operative lasik. Reporter indicated the patient had not been taking post operative eye drops. Upon follow up, reporter indicated the tls was improving.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the reporter indicating the tls has resolved.